Manufacturer narrative:
(B)(4). The amo field service engineer evaluated the system at the customer's location. No issues were found with the system that would relate to the over correction however field service replaced the wavescan head due to an internal reflection of over 8 diopters. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with an over corrected vision of 1/4 to 1.5 diopter sphere. The patient's best corrected visual acuity was 20/25 and 20/30.